Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display.

Event description:
Customer reported via phone call that display had moist after shower. The customer¿s blood glucose level was 150 mg/dl. The insulin pump will be returned for analysis.